Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced mechanical complication, headaches, trouble focusing and contrast photophobia. The iol was exchanged with an alternate 119 days following the initial procedure. No further information is expected.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were viewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).